Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. During the first firing on the stomach, the stapler started to fire, but immediately slowed and barely made it 1/4 of the way across which resulted to an incomplete proximal staple line. In order to resolve the issue, the surgeon opened another handle with adapter and used a new reload. No patient injury.